Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient developed a hematoma. A surgical intervention took place to drain the pocket. The implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.